Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the ER after receiving a shock due to oversensing of noise. The shock was delivered during administration of tens therapy. The noise was a result from the tens therapy unit. The tens therapy will be stopped.